Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Flipping: unable to observe as it is not related to the device. Capsular contracture unable to observe as it is not related to the device. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported, left side "implant falls, completely leaked, without shell, decomposes in the body. Capsular contracture, baker grade IV. Diagnosed via sonography. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24jul2024.

Event description:
Healthcare professional reported left side "implant falls, completely leaked, without shell, decomposes in the body. Capsular contracture baker grade IV, diagnosed via sonography. The device has been explanted and replaced with a non-allergan implant.

Event description:
Healthcare professional reported left side "implant falls, completely leaked, without shell, decomposes in the body. Capsular contracture baker grade IV, diagnosed via sonography. The device has been explanted and replaced with a non-allergan implant.

Event description:
Healthcare professional reported left side "implant falls, completely leaked, without shell, decomposes in the body. Capsular contracture baker grade IV, diagnosed via sonography. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "implant falls, completely leaked, without shell."